Event description:
It was reported that the insertable cardiac monitor (icm) is exhibiting premature battery depletion via a review of remote transmission. The device battery fell from 50% to 10% within 3 months. No intervention was performed at this time, and no patient symptoms were reported.